Manufacturer narrative:
(B)(4). Batch#: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure the cdh29a did not fire. There was no crunching of the washer. No staples formed. The first assistant that fired said it fired to easily. Surgeon stated he did not see staples and ¿it was like it was not connected. "The case was delayed by thirty minutes but completed with no patient consequences."